Event description:
In a literature report, the authors reported seven cases of posterior capsular opacification (pco) after phacoemulsification with intraocular lens (iol) implantation in patients with anterior uveitis. Two of these seven cases were treated with yag laser capsulotomy because the pco caused low corrected distance visual acuity (cdva) and glare. The literature article also informed that all the patients with a history of anterior uveitis. Two of these seven cases were treated with yag laser capsulotomy because the pco caused low corrected distance visual acuity (cdva) and glare. The literature article also informed that all the patients with a history of anterior uveitis and cataract having phacoemulsification with posterior capsule (pc) iol implantation had excellent visual results with a relatively low complication rate.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable tot he manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Investigation has been completed based on current information. Additional information has been requested. Lit cit: kosker m., sungur g., celik t., unlu n., simsek s., phacoemulsification with intraocular lens implantation in patients with anterior uveitis j cataract refract surg 2013; 39:1002-1007. (B)(4).